Event description:
It was reported that during a procedure, the catheter had abnormal deflection and it got stuck in a deflected position. The physician did not have any difficulty to remove it from the patient. The case was completed by replacing catheter without any patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) it was reported that during a procedure, the catheter had abnormal deflection and it got stuck in a deflected position. The physician did not have any difficulty to remove it from the patient. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, a deflection test was performed and the catheter passed. It did not get stuck during the analysis the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.